Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. Around 11:00 am, the meter result was 4.7 inr. At 2:30 pm, the laboratory result was 3.6 inr and was believed to be correct. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer had no anemia, no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no changes in diet, no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was measured with retention test strips using liquid qc of a high level. Testing results: qc 1: 1.2 inr; qc 2: 1.2 inr; qc 3: 1.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.